Event description:
Information received from the patient reported that they had intermittent/erratic stimulation from their implantable neurostimulator (ins). This was described as when the patient turned or lifted their leg a certain way the therapy/stimulation would stop. No falls or trauma were reported related to the issue. The first time the issue happened the patient was scared and thought the battery level was low but they just recharged it. When the stimulation/therapy would stop they would hit the ins with their hand and would start working again about a minute or so. The patient was going to follow up with the healthcare professional (hcp) for the issue. Follow up information received on aug. 25, 2016 from the patient reported that they did not know the circumstances that led up to the issue and that it "just all of a sudden it was shut off". As a step to resolve the stimulation the programming was changed and it seemed to be working fine now. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.